Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open area under breasts that aren¿t bleeding but soon could. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful..